Manufacturer narrative:
(B)(4). Please see MDR#3010532612-2019-00153((B)(4)), MDR#3010532612-2019-00135((B)(4)), and MDR#3010532612-2019-00134((B)(4)) for reference as the complaints involved the same patient.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) the clinical support specialist (css) helped the registered nurse (rn) perform a leak test on the pump, but the pump continued to have the multiple alarms. As a result, the iab was removed and therapy was discontinued. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is confirmed based on the investigation results of the iab used. A small external leak was identified on the mating connection between the short driveline and long driveline tubing. No alarms were noted were noted during the iab complaint investigation; however, it is possible that a small external leak could cause or contribute to helium loss alarms. A potential cause is iab leak. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A teleflex field service engineer serviced the pump and could not duplicate the alarm, and no leak was noted. A non-conformance has been initiated to further investigate the issue. Other remarks: please see MDR#3010532612-2019-00153(tc1900068267), MDR#3010532612-2019-00135(tc1900068268), and MDR#3010532612-2019-00134(tc1900068214) for reference as the complaints involved the same patient.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) the clinical support specialist (css) helped the registered nurse (rn) perform a leak test on the pump, but the pump continued to have the multiple alarms. As a result, the iab was removed and therapy was discontinued. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.